Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Unable to verify the infusion set anomaly (unable to reload reservoir back to pump) due to pump received without the original infusion set. The pump was monitored and a test reservoir removes and lock properly from the reservoir compartment noted. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 08-jul-2024 and event date of 27-jun-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 08-jul-2024 and event date of 27-jun-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 27-jun-2024 in the formatted history file. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 08-jul-2024 in the formatted history file. Sensorexpiredalert (794) was found on: 07/08/2024 16:07:20.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No change sensor anomaly, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: 07/08/2024 08:55:00.000 replace battery alert was found on: 07/08/2024 18:26:00.000, 07/08/2024 18:36:00.000, replace battery now alarm was found on: 07/08/2024 18:57:00.000, 07/08/2024 19:07:00.000, pump error 23 alarm was found on: 07/08/2024 19:08:04.000, power loss alarm was found on: 07/08/2024 19:11:06.000, 07/08/2024 19:11:14.000, power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power. The customer had used a low power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets due to battery backup depletion. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for sensor anomaly was not confirmed. Unable to verify the infusion set anomaly (unable to reload reservoir back to pump) due to pump received without the original infusion set. Customer alleged for infusion set anomaly (unable to reload reservoir back to pump) was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, change sensor/bad sensor. The customer reported blood glucose value of 25 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with no treatment, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-342, mmt-7040a, mmt-431aj. Customer reported low bgs. Customer does not feel ok to troubleshoot. Customer reports receiving sensor alert. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-431aj. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event